Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, kls martin, is responsible for performing the investigation and any remedial actions related to this reported device issue.

Event description:
This is a voluntary distributor report this complaint was created due to the receipt of a medwatch report (mw5094177) received from the FDA. A search of the complaint system has not found a complaint reported for this device during this timeframe. The ce200, beamer esu, kls martin, device was reported as being used during a colonoscopy procedure on (B)(6) 2020 and "after completing the polypectomy the surgeon noted a char at surgical site. Four hemostatic clips were applied to stop bleeding. Patient was discharged but will require an office visit and close monitoring. Unit was set on dual mode which had not been activated/programmed." Patient was listed as sustaining a serious injury per the medwatch received. Further assessment questioning found that the doctor had requested the device to be set on "right colon polypectomy mode"; however, the technician selected "right colon dual mode" in error which is an argon gas setting for the device. When the doctor tried to use the device using this setting the voltage was too high and because there was no argon gas for the electricity to have impedance against, this caused the charring effect. The facility has stated to the sales representative that this was a user error. It has also been reported in further assessment that the patient underwent a second colonoscopy procedure to ensure there was no perforation of the colon and no further issues were found. This report is being raised on the basis of injury due to the necessity of medical intervention involving a second colonoscopy procedure.